Event description:
An aus device was implanted, date and surgical details not indicated. On 04/23/97 the entire device was removed from the patient and replaced, reason not indicated. Ams has requested additional information.